Manufacturer narrative:
A steris technician arrived onsite following the reported event to inspect the harmonyair m series lighting system and confirmed that the cover had detached from the lighthead. The surgical lighting system had likely sustained impact damage resulting in the detachment of the yoke cover. The operator manual states (pp 1-4), "do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician replaced the yoke cover, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. A steris account manager offered in-service on the proper use and operation of the harmonyair m series lighting system, including the importance of not bumping the light into other equipment; steris is awaiting the user facility's response.

Event description:
The user facility reported that during a patient procedure one of the plastic yoke covers detached from their harmonyair m series lighting system and fell, entering the sterile field. No report of injury or procedure delay.

Manufacturer narrative:
A steris account manager offered in-service on the proper use and operation of the harmonyair m series lighting system, including the importance of not bumping the light into other equipment; however, the user facility declined.